Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal to mid left anterior descending artery. The lumen was very tight, so delivery of devices was not smooth. During the procedure, both a 2.00mm x 15mm emerge balloon catheter and a 3.50mm x 15mm nc emerge balloon catheter were noted to have burst. Both devices were successfully removed from the patient. The procedure was successfully completed using an alternate device, and there were no patient complications.